Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4) on 3/2/2021, incorrect information was reported in the 3500a initial medwatch report. The following statement was incorrectly reported in section h10: additional manufacturer narrative: "a manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer." The lot number was available and the correct statement reported should have been: "a manufacturing record evaluation was performed for the finished device 30407410m number, and no internal action related to the complaint was found during the review."

Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information indicating the patient was a 74-year-old female. Relevant tests/laboratory data included: (B)(6) c-reactive protein (crp) 5, (B)(6) crp 10, (B)(6) crp 30. There was no evidence of steam pop during the ablation. No error messages were reported with any biosense webster equipment. Medical intervention included administration of noradrenaline and symptomatic treatment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Date of death ((B)(6) 2020) was inadvertently omitted from field b2. Date of death. The date has now been added.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4) manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal fistula and cerebrovascular accident requiring surgical intervention and death. It was reported that during persistent atrial fibrillation procedure pulmonary vein isolation was performed. For the relevant part of the esophagus, the ablation index (ai) value is 300-350. Esophageal temperature center is 40-42 ° c, contact force (cf) is 5-10g. Blood pressure decreased at the end of the case, effusion was not found. Adrenalin was administered and the patient recovered. After follow-up the patient was discharged with normal in-hospital flow. Approximately 2 weeks later the patient visited the clinic complaining of fever, pale complexion, and tremor. After various tests the cause of the fever could not be identified so the patient was returned home with symptomatic treatment. Later the patient compliant of counter-reflex. Computer tomography (CT) was performed and air in left ventricle (lv) was suspected. There was also a suspicion of meningitis. The next day the patient was admitted to emergency department due to due to decreased consciousness. CT confirmed the presence of air in rv and lv. Cerebral infarction was confirmed by magnetic resonance imaging (MRI). The presence of sepsis and cerebral infarction suggested esophageal fistula. Neurosurgery, cardiac surgery, and cardiology were consulted. Since the patient had history of cardiac surgery surgical procedures such as esophageal surgery were considered a high risk. Informed consent was obtained from the patient¿s family. The patient was admitted to the intensive care unit however the patient passed away the next day. The physician¿s commented that it's not vizigo's fault and it is necessary to reconsider the ablation setting (ai value, interlesion value (ild) value) near the esophagus.